Event description:
The manufacturer received information alleging a system test step had failed on the trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a system test step had failed on the trilogy ev300 device. There was no harm or injury reported. The customer had placed a service call to the local philips help desk for assistance on this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse the performance verification had failed when performing the active exhalation test step on the device. The philips rse informed the customer that the device would have to come in for service to check if the printed circuit board assembly, machine flow sensor, three-way solenoid valve, or the proportional (or active exhalation control module) had allegedly caused the active exhalation test to fail on the device. The device was not returned for service by the customer. There were no parts replaced, or repairs made to the device since the device was not returned for service. The service call was closed since there was no response from the customer.